Event description:
Info provided via voluntary medwatch: a mother reported her daughter was diagnosed with keratitis while using complete multipurpose easy rub formula. In 2008, the daughter developed what they thought was pink eye. Pt sought treatment at the ER was reportedly diagnosed with keratitis. The dr (unk specialty) provided treatment which was dacryoserum, refresh, tobrex, ciloxan, and vitamin a. Dr reportedly felt that the event may have been caused by the solution. Add'l info provided by the mother indicated that her daughter has photophobia, pain, redness, swelling, conjunctivitis, and possibly infectious keratitis (od). No bacterial testing performed by hosp. Pt followed up with her regular optometrist who noted good evolution of keratitis treatment.

Manufacturer narrative:
"Other" used for photophobia. Retain unit eval: physico-chemical and microbiology analysis results are correct, and all parameters within established acceptance criteria. Root cause has not been established.